Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the clips crossed and did not form properly. The procedure was completed by using a different clip applier. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.